Manufacturer narrative:
The patient demographics of date of birth and weight for patient one (1) were not provided by the customer. The second patient is a (B)(6) male. He patient demographics of date of birth and weight for patient two (2) were not provided by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. While on site the fse noted micro bubbles in the dispense probe lines. The fse replaced the seal and o-ring and primed the instrument and noted no more bubbles. After the repairs were complete, all verification testing passed within published instrument and assay performance specifications. In conclusion, the cause of the non-reproducible access accutni+3 results was a hardware malfunction of the seal and/or o-ring. All mdrs associated with this report: 2122870-2016-00118; 2122870-2016-00119.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for three (3) patients. This report addresses the elevated access accutni+3 results generated on (B)(6) 2016 for two (2) patients. The elevated access accutni+3 sample for the first patient (designated as patient one (1)) met the customer established reflex conditions of greater than 0.04 ng/ml and was repeated on same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and a lower result, within the assay's normal reference range, was obtained. The elevated access accutni+3 result was questioned and the sample was re-centrifuged and repeated on the laboratory's alternate access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) and a lower result, within the assay's normal reference range, was obtained. An elevated access accutni+3 sample for a second patient (designated as patient two, sample one) met the customer established reflex conditions and was repeated on same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and a higher result, above the assay's normal reference range, was obtained. The sample was repeated on the laboratory's alternate access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) and a lower result, within the assay's normal reference range, was obtained. A second elevated access accutni+3 sample for the second patient (designated as patient two, sample two) met customer established reflex conditions and was repeated on same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and a lower result, within the assay's normal reference range, was obtained. The sample was repeated on the laboratory's alternate access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) and a lower result, within the assay's normal reference range, was obtained. Mdr2122870-2016-00119 addresses the elevated access accutni+3 results generated on (B)(6) 2016 for one (1) patient. There was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results. System check and precision run parameters were not performing within assay and instrument specifications at the time of the event. The patients' samples were collected in lithium heparin non-gel plasma tubes and were centrifuged for eight (8) minutes at 4000 rpm (revolutions per minute). No issues with sample integrity were noted by the customer. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.